Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. While working on-site, the patient suddenly became very diaphoretic and lost consciousness (loc) for approximately two minutes. A co-worker called emergency medical services, and emergency medical teams (emts) arrived before the patient regained consciousness. After the patient became alert, emts obtained an fsbg reading of approximately 30 mg/dl, while the cgm reading was 87 mg/dl. The patient received one dose of glucagon injection as rescue treatment. She was not transported to the hospital and required approximately 1.5 hours to recover before returning to work. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.